Event description:
Foley catheter emptied and noted device intact. Returned to check urine output 4 hours later and none noted. When the integrity of the system checked, foley was discovered out of the urethra with balloon deflated. When checked with fluid bolus, the balloon leaked. Foley was sequestered and new foley placed in pt.